Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. No tube melting or charring was detected. The entire circuit was leak tested per iso standard 5367:2000, annex "d", which states that at a constant air pressure of 60 +- 3 cmh2o, the leak rate shall not exceed 30 ml/min. The leak was so profuse, a quantitative leakage value could not be recorded. The circuit leaked water from the suction port on the iso-gard reservoir drain on the white expiratory limb. The complaint has been confirmed. It appears that one of the valves on the suction port was damaged causing the leak. A device history record review was performed and no relevant findings were identified. The IFU for this 880-34kit states "install suction line with blue connector (suction wand) onto the suction canister. Set suction or vacuum to 120-140mmhg. To remove condensate, hold drain and vertically insert suction probe into drain suction port." The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak from the suction port on the iso-gard reservoir drain on the white expiratory limb. It appears that one of the valves on the suction port was damaged causing the leak. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. All heated wire breathing circuits are inspected 100% before leaving the manufacturing facility so it is unlikely that this defect was present at that time. The defect was discovered during use. Inserting other objects or devices besides the suction wand into the suction probe can damage the valves on the suction probe. Therefore, the root cause of this complaint is user error. An in-service has been requested.

Event description:
Customer reported circuit leaked around blue port on drain cup. No patient harm reported. No medical intervention was required. Patient's condition was reported as "sick and on ventilator" at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported circuit leaked around blue port on drain cup. No patient harm reported. No medical intervention was required. Patient's condition was reported as "sick and on ventilator" at the time of this report.